Manufacturer narrative:
The service technician reported that check vent: alarm led failed occurred in the repair center and occurrence record of the alarm was also confirmed in the event log. The service technician replaced the power switch overlay then the issue was resolved.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6).

Event description:
The medical engineer (me) reported that "alarm led failed" alarm occurred. The customer reported that the unit was in use on patient, but there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.